Event description:
Patient reported unknown side rupture, "pain", and "not feeling well." Patient also reported "change in body temperature"; this is not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side rupture and "pain". Device remains implanted.